Event description:
Note: this report pertains to two of the five resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the clip fell off before deployment steps were performed. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the resolution clip was not returned for analysis. The device was implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.